Event description:
No pump was returned to fresenius kabi for evaluation. The reported "mechanical hardware failure (vr assembly)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: serial number (B)(6) received at depot confirmed pump problem. Re-home resistor motor failed functional test 1 valve home - needs new resistor drive motor. Other things found during investigations: broken handle. Replace resistor drive motor replace handle. Ran functional check - 250ml/hr with a volume of 25ml for both secondary and primary - passed with no issues. Upstream occlusion - pass downstream occlusion - pass provision to bring-up mode ready for test line. Passed all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and (B)(6) 2026, passed heratherm pulled @ 04:00 (B)(6) 2026, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service. A preliminary review identified the following issue: mechanical hardware failure (vr assembly) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.